Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had unspecified issues with a minicap transfer set. As a result, the transfer set was changed. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient received prophylactic antibiotic treatment as a precautionary measure. No additional information is available.